Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the keypad is torn near the ok key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All keys are intermittently responding to user presses. Removed keypad cover; contamination found under all key contacts. Test battery used to complete testing. The display screen has a pinkish contrast. The audio bolus button cover is intact with no damage. The button is intermittently responding to user presses. Removed the button; contamination was observed under the audio bolus button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.